Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad peeling occurred during otolaryngology cervical dissection procedure. The event occurred about 2 hours after the start of the procedure, and the tissue pad was floating of the subject device, but no dropout occurred in the patient's body. The intended procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 17k with supplementary information number of "28". - the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] high-frequency output. [Inspection] appearance. The wearing and peeling of the tissue pad could have happened because "seal & cut" output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The above device handling has warned in the instruction manual.